Event description:
A company representative reported that a cascadia lateral interbody would not disengage from the inserter during implantation and was then difficult to remove from the patient. The procedure was completed successfully with a 20-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
A company representative reported that a cascadia lateral interbody would not disengage from the inserter during implantation and was then difficult to remove from the patient. The procedure was completed successfully with a 20-minute surgical delay and no adverse consequence to the patient.